Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced infusion set crimped cannula event on (B)(6) 2024. Event occurred after hours of insertion. Insertion site was at abdomen. The set was in use for 10 hours. Blood glucose levels were reported to be 400 mg/dl during the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.